Event description:
It is reported that the device was implanted in 2002. Post-op, the device bent gradually and then fractured. Revision surgery was performed in 2006, with a competitor's stem being implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.